Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Broken needles were returned in jaws of suturing devices; needle one and needle two were observed to be broken at suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. The suturing devices were being used to close the vaginal cuff. For all three devices, when trying to use the instrument to take a bit of the tissue / vaginal cuff, the needle would fall off. There were no issues with loading the needle. The suture fell off of the device and into the cavity of the patient and was able to be retrieved with an endoscopic grasper. There was no patient harm. The patient outcome is reported as no injury.